Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and uterine perforation ('right essure perforated at cornua') in an adult female patient who had essure (batch no. He01138) inserted. The patient's medical history included multi gravida. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, the patient experienced uterine perforation (seriousness criterion medically significant), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic removal of essure devices and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and uterine perforation outcome was unknown. The reporter considered pelvic pain and uterine perforation to be related to essure. The reporter commented: insertion details: the procedure was uncomplicated with bilateral device placement, easy insertion on right and left. 4 coils seen on right and 4 coils seen on left. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan on (B)(6) 2018: essure in place. Ultrasound scan vagina on (B)(6) 2016: bilateral tubal occlusion. Batch no: he01138 production date 2015-08-10 expiration date 2018-08-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: medical records received. Case upgraded to serious incident. Reporter, date of birth, medical history, lab data, essure removal date and event right essure perforated at cornua added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain/ localised pain'), uterine perforation ('right essure perforated at cornua') and genital haemorrhage ('heavy/abnormal bleeding'). In a 30-year-old female patient who had essure (batch no. He01138) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: multi gravida. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, the patient experienced uterine perforation (seriousness criterion medically significant), (B)(6) years (B)(6) months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopic removal of essure devices and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia had resolved. And the uterine perforation outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: insertion details: the procedure was uncomplicated with bilateral device placement. Easy insertion on right and left, 4 coils seen on right and 4 coils seen on left. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan: on (B)(6) 2018, essure in place; ultrasound scan vagina: on (B)(6) 2016, bilateral tubal occlusion. Batch no: he01138, production date: 2015-08-10, expiration date: 2018-08-28, quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, the event: term pain was changed to pain/localised pain. The outcome was updated to recovered. New events: dyspareunia, heavy/abnormal bleeding (serious) were added. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and uterine perforation ('right essure perforated at cornua') in a 30-year-old female patient who had essure (batch no. He01138) inserted. The patient's medical history included multi gravida. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, the patient experienced uterine perforation (seriousness criterion medically significant), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic removal of essure devices and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and uterine perforation outcome was unknown. The reporter considered pelvic pain and uterine perforation to be related to essure. The reporter commented: insertion details: the procedure was uncomplicated with bilateral device placement, easy insertion on right and left. 4 coils seen on right and 4 coils seen on left. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2018: essure in place. Ultrasound scan vagina - on (B)(6) 2016: bilateral tubal occlusion. Batch no : he01138 production date 2015-08-10 expiration date 2018-08-28 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-dec-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ localised pain'), uterine perforation ('right essure perforated at cornua') and genital haemorrhage ('heavy/abnormal bleeding') in a 30-year-old female patient who had essure (batch no. He01138) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods (las more than 10 days) in 2016, painful periods (las more than 10 days) in 2016, multi gravida (normal vaginal deliveries) and symphysis pubis dysfunction. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included genital haemorrhage with mirena. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, the patient experienced uterine perforation (seriousness criterion medically significant), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with medroxyprogesterone acetate (depo-provera), tinzaparin and surgery (laparoscopic removal of essure devices and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia had resolved and the uterine perforation outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: insertion details: the procedure was uncomplicated with bilateral device placement, easy insertion on right and left. 4 coils seen on right and 4 coils seen on left. Removal details: admission and discharge on the same day (B)(6) 2019, laparoscopic removal of essure devices and bilateral salpingectomy, right essure perforated at cornua, removed easily, left one correctly sited. Both tubes removed. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2018: essure in place. Ultrasound scan vagina - on (B)(6) 2016: bilateral tubal occlusion. Batch no : he01138 production date 2015-08-10, expiration date 2018-08-28. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain and uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2021: thee follow information were updated: hcp's and principal reporters, medical history, historical drug; on products: depo-provera and tinzaparin as treatment drugs we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain/ localised pain"), uterine perforation ("right essure device was dislodged/ right essure perforated at cornua") and genital haemorrhage ("heavy/abnormal bleeding") in a 30 year-old female patient who had essure inserted (lot no. He01138) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of painful periods (las more than 10 days) and heavy periods (las more than 10 days) in 2016 and foot sprain, drug allergy (sensitive to codeine and ibuprofen), depression, depression, asthma, neck injury, symphysis pubis dysfunction and multi gravida (normal vaginal deliveries). Previously administered products included: mirena. Past adverse reactions to the above products included: bleed constantly with mirena. The only concomitant product mentioned was tramadol. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, 978 days after essure insertion, she experienced uterine perforation (seriousness criterion medically important). Essure was removed the same day. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criterion medically important), dyspareunia ("dyspareunia"), device dislocation ("device migration"), migraine ("migraine"), depression ("psychological symptoms (including exacerbation of depression)") and urinary tract infection ("uti"). The patient was treated with paracetamol and tinzaparin as well as surgery (laparoscopic removal of essure devices and bilateral salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia had resolved. The outcomes for uterine perforation, migraine and urinary tract infection were unknown. The reporter considered depression, device dislocation, dyspareunia, genital haemorrhage, migraine, pelvic pain, urinary tract infection and uterine perforation to be related to essure administration. The reporter commented: insertion details: the procedure was uncomplicated with bilateral device placement, easy insertion on right and left. 4 coils seen on right and 4 coils seen on left. Removal details: admission and discharge on the same day (B)(6) 2019, laparoscopic removal of essure devices and bilateral salpingectomy, right essure perforated at cornua, removed easily, left one correctly sited. Both tubes removed. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2018: essure in place. [Ultrasound scan vagina] on (B)(6) 2016: bilateral tubal occlusion. Batch no: he01138, production date: 2015-08-10, expiration date: 2018-08-28. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain and uterine perforation. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: medical record received. Event device migration, migraine , depression & uti were added. Medical history & reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain/ localised pain"), uterine perforation ("right essure device was dislodged/ right essure perforated at cornua") and genital haemorrhage ("heavy/abnormal bleeding") in a 30 year-old female patient who had essure inserted (lot no. He01138) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of painful periods (las more than 10 days) and heavy periods (las more than 10 days) in 2016 and foot sprain, drug allergy (sensitive to codeine and ibuprofen), depression, depression, asthma, neck injury, symphysis pubis dysfunction and multi gravida (normal vaginal deliveries). Previously administered products included: mirena. Past adverse reactions to the above products included: bleed constantly with mirena. The only concomitant product mentioned was tramadol. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, 978 days after essure insertion, she experienced uterine perforation (seriousness criterion medically important). Essure was removed the same day. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criterion medically important), dyspareunia ("dyspareunia"), device dislocation ("device migration"), migraine ("migraine"), depression ("psychological symptoms (including exacerbation of depression)") and urinary tract infection ("uti"). The patient was treated with paracetamol and tinzaparin as well as surgery (laparoscopic removal of essure devices and bilateral salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia had resolved. The outcomes for uterine perforation, migraine and urinary tract infection were unknown. The reporter considered depression, device dislocation, dyspareunia, genital haemorrhage, migraine, pelvic pain, urinary tract infection and uterine perforation to be related to essure administration. The reporter commented: insertion details: the procedure was uncomplicated with bilateral device placement, easy insertion on right and left. 4 coils seen on right and 4 coils seen on left. Removal details: admission and discharge on the same day (B)(6) 2019, laparoscopic removal of essure devices and bilateral salpingectomy, right essure perforated at cornua, removed easily, left one correctly sited. Both tubes removed. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2018: essure in place. [Ultrasound scan vagina] on (B)(6) 2016: bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain and uterine perforation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain/ localised pain"), uterine perforation ("right essure device was dislodged/ right essure perforated at cornua") and genital haemorrhage ("heavy/abnormal bleeding") in a 30 year-old female patient who had essure inserted (lot no. He01138) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of painful periods (las more than 10 days) and heavy periods (las more than 10 days) in 2016 and foot sprain, drug allergy (sensitive to codeine and ibuprofen), depression, depression, asthma, neck injury, symphysis pubis dysfunction and multi gravida (normal vaginal deliveries). Previously administered products included: mirena. Past adverse reactions to the above products included: bleed constantly with mirena. The only concomitant product mentioned was tramadol. On (B)(6)2016, the patient had essure inserted. On (B)(6)2019, 978 days after essure insertion, she experienced uterine perforation (seriousness criterion medically important). Essure was removed the same day. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criterion medically important), dyspareunia ("dyspareunia"), device dislocation ("device migration"), migraine ("migraine"), depression ("psychological symptoms (including exacerbation of depression)"), urinary tract infection ("uti"), dysmenorrhoea ("for three months has suffered cramps and heavy bleeding 28-day interval, 5-to-7-day duration"), heavy menstrual bleeding ("for three months has suffered cramps and heavy bleeding 28-day interval, 5-to-7-day duration"), headache ("pressure type headache for the last three to four days"), ear infection ("ear infection"), nasal congestion ("in the night feels congested") and coital bleeding ("complains of occasional post coital bleeding"). The patient was treated with paracetamol, tinzaparin, mefenamic acid and co-amoxiclav (amoxicillin sodium, clavulanate potassium) as well as surgery (laparoscopic removal of essure devices and bilateral salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia had resolved. The outcomes for uterine perforation, migraine, urinary tract infection, dysmenorrhoea, heavy menstrual bleeding, headache, ear infection, nasal congestion and coital bleeding were unknown. The reporter considered coital bleeding, depression, device dislocation, dysmenorrhoea, dyspareunia, ear infection, genital haemorrhage, headache, heavy menstrual bleeding, migraine, nasal congestion, pelvic pain, urinary tract infection and uterine perforation to be related to essure administration. The reporter commented: insertion details: the procedure was uncomplicated with bilateral device placement, easy insertion on right and left. 4 coils seen on right and 4 coils seen on left. Removal details: admission and discharge on the same day (B)(6) 2019, laparoscopic removal of essure devices and bilateral salpingectomy, right essure perforated at cornua, removed easily, left one correctly sited. Both tubes removed. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2018: essure in place. [Ultrasound scan vagina] on (B)(6) 2016: bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain and uterine perforation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-aug-2024: medical record received. New events dysmenorrhea, heavy menstrual bleeding, headache, congestion, ear infection & post coital bleeding were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.